Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device battery voltage was at end of life (eol) level upon receipt. Analysis of device image indicated device was operated with high field settings and autocapture enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis performed found no anomaly contributing to premature battery discharge problem. Longevity assessment was performed; device has met the projected longevity and is considered normal battery depletion.